Event description:
Additional information was received on (B)(4) 2015 indicating that the patient just had a trial. It was in for a week and did not help with the pain. The patient would not go to an implant. It was noted that their pain was from an injury back in 2006. Their pain was back to what it was before the trial.

Event description:
It was reported that the patient had just been implanted 3 days prior, and the stimulation didn¿t work and he was in more pain. The patient also had questions regarding the programmer and thought that the group and amplitude could be selected at the same time. The voltage was initially stated to be ¿50¿ but later corrected to .5. Additional information about the event and outcome was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).